Event description:
Pdc received call on 01/02/2014, reporting a medical intervention that occurred on (B)(6)2013 at 7pm. Patient's wife (dl) called stating she believed the prodigy meter was reading incorrectly. Reading on the prodigy meter at the time of the event was 98mg/dl. Patient was showing signs of mumbling, falling asleep, glazed pupils and confusion. Paramedics were called immediately and performed glucose test when they arrived with test results of 157mg/dl. Approximately 15 minutes elapsed between testing with prodigy meter and paramedics meter. Patient was transported to emergency room. Caller unsure of any testing or test results at emergency room. Patient's stay in hospital was 4 days. Discharge instructions were as follows: replace sugar with (B)(4): medication change: 30 units of lantus x1, humalog 12 units per meal (increase 1 unit if glucose reading is between 160-200mg/dl, increase 2-3 units if glucose reading is between 200-300mg/dl. If glucose still climbs, increase lantus to 10 units. Pdc sent replacement and prepaid envelope requesting return of suspect device. (B)(4).